Event description:
Towards the completion of the patient treatment, the thermogard console (sn (B)(4). Displayed mid:14 (bg power supply) error message. The user rebooted the console multiple times and was unable to clear the mid:14 error message. Ivtm therapy was stopped as the treatment was coming to the end. No consequences or impact to patient.

Manufacturer narrative:
The thermogard console (sn (B)(4). Involved in the reported complaint will not be returned for evaluation because zoll sales representative visited the customer site, checked the console two days after the customer reported event and the reported issue could not be duplicated. The thermogard console passed the functional test without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.